Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of xceed meters is 5 years. As the manufacturing date of this product is 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a new issue was observed. Meter did not power on with button depression or test strip insertion. The meter was de-cased and upon visual inspection, contamination on the battery contacts was observed. The battery connectors were re-aligned and the meter successfully powered on with button and test strips. This case is not confirmed to use error. No malfunction or product deficiency was identified.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.